Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) lead suture broke. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the suture broke. There were no patient complications reported as a result of this event. The procedure was completed with this device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.